Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for investigation. Microscopic observation of the needle revealed no apparent damage to the needle tip or bevel. Uv lighting was used to inspect the bond between the needle and housing. Variable amounts of adhesive was observed between the needle and housing. The infusion set was flushed with water using a 12 ml syringe and water was observed to leak from the top side of the needle housing. Due to the location of the leak and the lack of apparent damage on the device, the complaint is confirmed. The supplier has been notified of this event. A lot history review (lhr) of asays0028 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found leaking at the hub.